Event description:
Consumer claims to have been pierced with the inverness ear piercing system on event date at a retail vendor. Consumer sought medical treatment in 5/01 for redness and swelling at the piercing site. Incision and drainage was performed and oral antibiotics were prescribed.